Manufacturer narrative:
H3: no bends or kinks were found with the pipeline pushwire. The distal hypotube was found to be intact with ptfe pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves were found to be intact. The tip coil was found to be intact and damaged. Due to the condition in which the braid was returned, the proximal and distal braid ends were unable to be determined. Braid end 1 was found to be opened. Braid end 2 was found to be opened and frayed. No other damages or anomalies were found with the device. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was confirmed as the distal braid end of the pipeline flex braid was found to be collapsed. It is likely the failure to open is the result of vessel tortuosity or re-sheathing the device more than the recommended two times. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the ancillary devices were all delivered with no reported issues. The pipeline was delivered to the target location, but the distal portion of the stent failed to open. It was noted the middle segment of the stent was positioned in a bend, less than 50% had been deployed, resheathing was performed more than two times, and no additional steps or devices were used in an attempt to open the pipeline. The device was withdrawn and a replacement device was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiographic results showed no complications. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm  of the left posterior communicating (pcom) artery with a max diameter of 4 mm and a 3 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, and the platelet reactivity units (pru) level was 120. Ancillary devices include an 8fr 11 cm sheath, neuron 0.088 h10800 guide catheter, phenom 27 nv20-001 microcatheter, microguia avigo b111459 guidewire